Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim.  Due to the ongoing litigation, no additional information is available at this time.  It was noted that the device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available.

Event description:
This pi is for the right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip or about (B)(6) 2012 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.